Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the catheter was received with no other devices. An appropriate sized guide wire was back-loaded into the tip of the catheter and tracked through the lumen with no unusual resistance. The balloon was tightly folded. Magnified inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the balloon catheter became stuck on the guide wire. The 100% stenosed target lesion was located in the proximal right coronary artery. A 0.014' non bsc guide wire was placed across the lesion. Resistance was noted while advancing the 8.0x1.5mm apex flex balloon catheter over the guide wire. Prior to reaching the lesion, the apex balloon became stuck on the guide wire. It is unknown if the devices were removed together or separately. The procedure was not completed for an unspecified reason. There were no patient complications reported and the patient's status is good.